Event description:
Patient had surger due to pain and effusion. The dr modified the implant in the patient's left knee. He removed the post from the implant but did not remove the implant. This product was implanted at facility. Patient is 5'3" tall.